Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217159764 was returned and analyzed. Visual inspection showed the loop is damaged due to a kink proximal to the loop, see attached photos. The shaft is received broken distal to the lemo connector and both the shaft and the introducer are kinked distal to the lemo connector. The reported loop kink of the achieve mapping catheter has been confirmed through testing. The mapping catheter failed the performance test due to damaged loop due to a kink at the transition to the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the top of the balloon catheter and the mapping catheter loop were bent. Occlusions could not be performed. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.